Event description:
Additional information was received which reported that the lead perforation was first suspected by a large drop in the patient's systolic blood pressure. Secondly, an echocardiogram was obtained, followed by pericardiocentesis and 200cc of fluid was evacuated. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted a cut through the outer insulation, and the outer coil was slightly deformed at 22.5 centimeters (cm) from the terminal pin. This damage was noted to have occurred during the explant procedure. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The lead has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high threshold measurements, undersensing, pacing not delivered when required and loss of capture. It was noted that the lead had caused a perforation. The lead was subsequently explanted and replaced. No additional adverse patient effects were reported.